Event description:
On (B)(6) 2025, it was reported that the user¿s wake button was delayed and often unresponsive. The user confirmed fingers were dry during attempts and noted that tapping or holding the wake button provided no vibration or screen response. The ilet only responded when placed on the charging pad. A replacement ilet was arranged. No blood glucose impact or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.